Manufacturer narrative:
H.6. Investigation summary since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history review could not be completed as no batch number was provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that a catheter tip issue occurred with a bd insyte¿ autoguard¿ winged shielded IV catheter 24ga 0.75in (0.7 x 19 mm). The following information was provided by the initial reporter, "catheter tip seems to fray during insertion, preventing the catheter from advancing. During insertion, catheter tip frays not allowing advancement up vein; not the first time this has happened." 1 of 2 complaints.

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a catheter tip issue occurred with a bd insyte¿ autoguard¿ winged shielded IV catheter 24ga 0.75in (0.7 x 19 mm). The following information was provided by the initial reporter, "catheter tip seems to fray during insertion, preventing the catheter from advancing. During insertion, catheter tip frays not allowing advancement up vein; not the first time this has happened." 1 of 2 complaints.